Event description:
It was reported that the patient underwent a six (6) level posterior fixation procedure from t12 to s1. During the procedure the tip of the cannulated tap fractured at the left l2 pedicle. The fractured portion was unable to be retrieved and was left in-situ. The patient's bone quality was noted to be very hard. As a result, the surgeon decided to skip fixation of the left l2 pedicle as a screw was unable to be implanted into the site. No further patient impact was reported. No additional information was provided.

Manufacturer narrative:
No device was returned to nuvasive for evaluation; the reported event was confirmed by review of a photograph of the device. A review of the device history record was performed and no discrepancies relevant to the reported event were found. Operative notes and/or radiograph images were not provided for review of usage/technique; however, it was noted that the patient had very hard bone quality. A definitive root cause was unable to be determined with the information provided, however may have resulted from excessive force related to hard bone. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient" "the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury" "the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.